Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient returned five (5) days pos- op complaining of pain around the implant at tooth site #30. An exam showed tissues to be pink and healthy. The patient returned one (1) week later feeling much better. The patient returned one (1) month later for a scheduled re-evaluation and had no complaints. The implant was solid. At three (3) months post implant placement, the patient was seen for the final check and was healing well and ready to restore. The patient returned one (1) month later and stated having no pain until the dds used a ratchet on the implant. The dds found the implant to be mobile and removed it with finger pressure. Infected tissue was found upon removal. The area was debrided and puros graft was placed. The implant was removed due to peri-implantitis. Symptoms as a result of the event: pain.